Event description:
It was reported that the device display faulty. All led segments lighted up. There is no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that all of the display led segments were illuminated. Components u12 and u13 on the system board were found to be damaged. The damage is consistent with attempted hand soldering of components. Also, u13 is missing pin 3 and corresponding pcb pad. The system board was replaced and the unit functioned as designed.